Manufacturer narrative:
The device has been discarded by the manufacturer.

Event description:
It was reported during a procedure that the device was sparking. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported during a procedure that the device was sparking. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.